Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could not be confirmed as no bend or deformation could be observed in the photo. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 03.614.017 lot number: t135267 manufacturing site: tuttlingen release to warehouse date: mar 30, 2016 (43 devices) and jun 28, 2016 (53 devices) a review of the device history records was performed for the finished device lot number and a nc nr-0034761 was started because on the knurl of the sleeve was a burr. The device were reworked and the necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The nc have no impact to the complaint condition. The final quality release criteria were met before this batch was released for distribution. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that upon setting up back table with the synapse instruments, it was noticed that screwdriver shaft unable to holding sleeve with threads. It was discovered that the inner cylinder of the holding sleeve was bend. There was no patient involvement. Concomitant device reported: unk - screwdrivers: shafts (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) threaded holding sleeve for polyaxial screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part number: 03.614.017. Lot number: t135267. Manufacturing site: tuttlingen. Release to warehouse date: 30-mar-2016 (43 devices) and 28-jun-2016 (53 devices). A review of the device history records was performed for the finished device lot number and a nc nr-0034761 was started because on the knurl of the sleeve was a burr. The device were reworked and the necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The nc have no impact to the complaint condition. The final quality release criteria were met before this batch was released for distribution. Visual inspection: the hold-sl (p/n: 03.614.017, lot number: t135267) was received at us customer quality (cq). Visual inspection of the complaint device showed no external damage, and the shaft was straight and clear of obstructions. Device failure/defect identified? No. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as no damage is observed and the shaft is straight. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.